Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached or missing sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, the patient reported that they experienced missing wire after removal which occurred 3 days after the sensor had been inserted in the abdomen. The patient removed the sensor early because it failed. After removing the sensor, she noticed that the wire was missing from the underside of the wearable. She did not see any wire protruding from her skin and believed it to be in her skin. No physical symptoms were documented. The patient went to the doctor on (B)(6) 2024 and had a medical procedure operation to remove the wire from the abdomen area. At the time of the report, the patient was stable. There was no documentation of further medical evaluation or intervention. No other details were documented. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.